Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The physical device was not returned to olympus medical systems corp. (Omsc) for investigation. The following information on the device's condition was available. The electrical contact corroded. Dust was stuck in the electric contact. Based on the above, this phenomenon might be attributed to connection failure between the scope and the subject device because the dust or the corrosion of the electrical contact might interrupt connection between the two devices. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing an endoscopic image on the monitor sometimes disappeared. This phenomenon occurred even when the camera head was replaced. Other detailed information was not provided. There was no report of patient injury associated with the event. The local service engineer reported the following inspection result of the subject device. This phenomenon occurred because there was a failure in the video connector socket of the subject device.